Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found haptic broken to the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
B5-per updated information on (B)(6) 2022 the lens was exchanged for a shorter length lens. The reporter states "the exchange was uneventful". Claim # (B)(4).

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim #(B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 -7.5/1.5/094 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients' left eye (os) on (B)(6)2022 . The patient experienced excessive vault, lens remains implanted. It was reported that the device did not fail to perform as intended. For cause details the reporter states " icl calculation software and/or wtw from my device (alcon biograph) over sizing?". If additional information is received a supplemental medwatch report will be submitted.